Event description:
It was reported that the cartridge o-ring was missing. During troubleshooting, the customer found the o-ring on the pneumatic tap and was able to remove the o-ring from the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully loaded a new cartridge, resumed insulin use, and was advised to monitor system performance. No cartridge replacements were needed.